Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, a cori assisted ukr surgery started normally, tibia and femur juk were milled according to plan. The surgeon decided to correct the femur again in the ml position, so they went back to the planning. He wanted to re-mill, but the milling cutter did not start. The screen read: "time exceeded" in the upper field, and the cutter was extended. Control of other switching elements was not possible. Procedure ended with cori. The femur was shifted by hand and extinguisher drilled with a drill. Then, when the real intelligence robotic drill was dismantled, the ri robotic drill attachment and the real intelligence robotic drill tracker could no longer be removed. Even when trying to "unlock and seal cutter" from a newly created patient in the basic position, it did not work. No delay was reported as a consequence of these issues. The patient outcome is unknown.

Manufacturer narrative:
Results of investigation: the product, real intelligence cori (germany), rob10024, s/n (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from germany, it was reported that during a cori assisted ukr surgery, tibia and femur juk were milled according to plan; however, the surgeon decided to correct the femur again in the ml position. He went back to the planning and wanted to re-mill, but the milling cutter did not start. The screen displayed the "time exceeded" alert, it was possible to see that the cutter was extended, but the control of other switching elements was not possible by touch. They cancelled the procedure with cori and continued with manual instrumentation. The femur was shifted by hand and extinguisher drilled with a drill. When the handpiece was dismantled, the ri robotic drill attachment and the intelligence robotic drill tracker could not be removed from the real intelligence robotic drill. No delay was reported as a consequence of these issues. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori assisted ukr surgery, tibia and femur juk were milled according to plan; however, the surgeon decided to correct the femur again in the ml position. Therefore, he went back to the planning and wanted to re-mill, but the milling cutter did not start. The screen displayed the "time exceeded" alert, it was possible to see that the cutter was extended, but the control of other switching elements was not possible by touch. So, they cancelled the procedure with cori and continued with manual instrumentation. The femur was shifted by hand and extinguisher drilled with a drill. Then, when the handpiece was dismantled, the ri robotic drill attachment and the intelligence robotic drill tracker could not be removed from the real intelligence robotic drill, not even when trying to "unlock and seal cutter" from a new case created. No delay was reported as a consequence of these issues. The patient was not harmed beyond the reported problem.